Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed left bundle branch block (lbbb) and intermittent complete heart block (chb) and received a permatemp pacemaker. Ongoing pacing was required so a permanent pacemaker was implanted three days post-op. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Additional information was received that approximately four months post valve implant, a transthoracic echocardiogram (tte) revealed moderate to severe mitral regurgitation and moderate paravalvular leak (pvl). Subsequently, a non-medtronic valve was implanted valve-in-valve seven days later. No other adverse patient effects were reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device manufacturing and expiration dates have been added to this report.